Event description:
The customer states that the display on the cell-dyn 1700 cs analyzer went blank and cycling the power to the analyzer did not resolve the issue. So, as an interim measure to continue testing, the customer hooked up an external monitor. All testing proceed as usual for approximately two hours. The customer then saw smoke coming from the bottom of the analyzer. No injuries were reported and no damage was sustained to the surrounding lab environment. The customer powered off the analyzer and unplugged the unit. Patient samples had to be sent to another laboratory for testing. A service call was initiated.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) arrived at the customer site and found that the old monitor still had power going into it and caused the smoke from several popped capacitors. The monitor was replaced, as it had worn out from normal use. The instrument was returned to an operable status. No further investigation was required. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, provides information in regard to the current customer issue. A review was performed on the complaint trending metrics for the reported issue from (B)(6) 2009 through (B)(6) 2010. No adverse trends in conjunction with the complaint issue currently under evaluation were identified. Based on the current investigation findings, no product malfunction was identified for the cell-dyn 1700 instrument related to the reported issue. There was no systematic issue with the cell-dyn 1700 product line. This is a final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process